Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a pre-procedure check, this pacemaker was found to have previously triggered an alert for high out of range pace impedances on the right ventricular (rv) lead. The patient was never brought in and checked until this procedure, which was not related to the device. During the check, bipolar values were 1956 ohms and unipolar values were 674 ohms. At this time, the products remain in service and the device was programmed to unipolar. Due to the patient's health, no further intervention is expected. No adverse patient effects were reported.